Event description:
Revision surgery at 8 months after the primary due to stem loosening. The surgeon revised the sms collared solid stem size 7 to an m-finity collared stem size 10. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 16 mar 2026. Lot 2339808: (B)(4) items manufactured and released on 26-feb-2024. Expiration date: 2029-feb-07. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Root cause: based on the information available no definitive root cause can be established, while there is no indication that any potential issue with the device may have caused or contributed to the event, and the device history record review does not indicate any potential manufacturing related issue.